Event description:
A report was received that the physician suspected lead fracture. The physician suspected malfunction to the device because the patient had a major fall. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.